Manufacturer narrative:
(B)(4)

Event description:
Doctor indicated mount is stuck to the implant and does not disengage. Another implant was placed in the same surgery.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection with mating implant mount. A visual inspection revealed that the implant showed signs of wear consistent with use at the threads and collar. The mount was also found to be damaged. The devices were functionally tested and it was noted that an excessive amount of force was required to remove the mount. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against the lot. Appropriate documentation was reviewed and the following information was identified p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A root cause for the complaint could not be determined. The following sections have been updated. (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection with mating implant mount. A visual inspection revealed that the implant showed signs of wear consistent with use at the threads and collar. The mount was also found to be damaged. The devices were functionally tested and it was noted that an excessive amount of force was required to remove the mount. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against the lot. Appropriate documentation was reviewed and the following information was identified p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A root cause for the complaint could not be determined. The following sections have been updated. (B)(4).

Event description:
No further event information available at the time of this report.